Event description:
It was reported that pt underwent right total hip arthroplasty in 1993. Radiographs in 2003 showed polyethelene wear and osteolysis around the acetabulum. Revision replacing liner component performed the following month.